Event description:
Fluid warmer, fw-537, shut itself off at the start of a surgical procedure. This required attending physicians to have to change out the warmer's cassette & reset up all anesthesia equipment, causing a delay in the start of the procedure, with the pt already under anesthesia.